Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Loose connections are a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) alarm. This occurred on the homechoice (hc) during dwell four of five, while the hp was connected. The hp or the bag had disconnected due to a loose connection. The hp cycled the power to clear the alarm. The hp was going to finish the therapy using manual supplies. There was no report of adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a follow-up report will be submitted.